Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. A review of the system logfiles found host pc dimm memory issue. To resolve the issue, the fse repaired the host pc memory. After repairs, the system was returned to use in good working order. Philips has initiated medical device correction z-1156-2024. The codes were updated based on the investigation outcome.